Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of muscle weakness and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of muscle weakness and pain as follows: adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%).

Event description:
Healthcare professional reported that the day after injection in the cheeks with one syringe of juvederm voluma xc, the patient developed bilateral leg muscle weakness and eventual pain in the bilateral ankles/knees. Healthcare professional noted the patient has needed crutches to ambulate. Patient was treated with prednisone and an antihistamine h2 blocker 5 days after symptom presentation. The patient has also undergone physical therapy and visits to the e.r. All treatment has been "helping" and "improving" the patient's symptoms. The patient is being seen by their primary care physician and a rheumatologist has been consulted. 11 days after symptom presentation, the patient's c-reactive protein was 205.6, range (0-4.9). Sed rate 89 range (2-15). Rf (-), ana (-). 3 days later the patient's c-reactive protein 13.9, range (0-4.9). Ccp antibodies (-) > (0-19). The patient was concomitantly injected with 55 units of botox. Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that the day after injection in the cheeks with one syringe of juvederm voluma xc, the patient developed bilateral leg muscle weakness and eventual pain in the bilateral ankles/knees. Healthcare professional noted the patient has needed crutches to ambulate. Patient was treated with prednisone and an antihistamine h2 blocker 5 days after symptom presentation. The patient has also undergone physical therapy and visits to the e.r. All treatment has been "helping" and "improving" the patient's symptoms. The patient is being seen by their primary care physician and a rheumatologist has been consulted. 11 days after symptom presentation, the patient's c-reactive protein was 205.6, range (0-4.9). Sed rate 89 range (2-15). Rf (-), ana (-). 3 days later the patient's c-reactive protein 13.9, range (0-4.9). Ccp antibodies (-) > (0-19). The patient was concomitantly injected with 55 units of botox&#60320;symptoms are ongoing.